Event description:
Pt was receiving treatment for low back and hip pain. The pt has diabetes. The pt was wearing slacks during treatment (instruction manual states "clothing covering the area of treatment should be removed so as to be sure metal objects like zippers, tabs, snaps etc. Are not in the field". The treatment area is her right thigh. The pt received a 20-30 min treatment. During treatment, the pt complained of the treatment head getting too hot, the therapist immediately stopped treatment and sent the unit for evaluation. After the treatment, there was no evidence of a burn to the pt. During her next visit, dr. Noticed ulcerations in the treatment area approx the size of a quarter and a dime. The pt did not seek further medical attention.